Event description:
Customer initially needle holder broke during hernia surgery. No patient injury, surgeon was able to retrieve without incident. On (B)(6) 2012 customer reports carbide insert tip broke off and was immediately from wound, no patient injury confirmed.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.